Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of a 6.3 x 6.7 cm abdominal aortic aneurysm approximately (B)(6) ago. The aortic neck was 21 mm in diameter proximally and 25 mm in diameter distally and it was 15 mm in length. It was reported that during a routine follow-up from approximately six weeks ago, 3.5 cm of distal migration of the stent graft (into the aneurysm sac) was noted with a proximal type I endoleak present. The distance from the renal arteries to the flow divider of the main device was 6.5 cm. The stent graft migration was attributed to aortic neck dilatation and disease progression. The patient was scheduled for secondary intervention at a later date. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results - inherent risk of procedure (stent migration, endoleak), patient's condition affected effectiveness of device (disease progression and aortic neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression and aortic neck dilatation).